Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample passed visual inspection. It was then air passage tested and a blockage was observed, confirming the complaint. The tube was cut below the chamber and close visual inspection revealed the fluid path was blocked with solidified solvent. The root cause was due to excessive solvent. Baxter has conducted a trend review and found that no similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed on the reported lot with no deviations found.

Event description:
The customer reported to baxter (B)(4) that the dehp free solution administration set was impossible to prime. The condition occurred during priming. There was no patient injury or medical intervention necessary. No other information is available.